Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction. Customer continued to use the pump and was advised to call back if the malfunction code recurred.